Manufacturer narrative:
Other device involved in this event: pump/(B)(4); cat# 1103; exp date: 09/30/2018; mfg. Date: 09-30-2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which can be passed on through various routes of transmission. Infection is a known potential complication of patients after any surgical procedures or in those with open access sites. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient had undergone biventricular hvad implantation on (B)(6) 2016.  The patient developed tenderness around her sternal incision site.  The nurse caring for the patient noted green drainage around the incision.  Cultures of the wound were reported to be positive for vancomycin-resistant enterococcus (vre).  The patient was treated with intravenous (IV) linezolid and ceftazidime.  As of the date of this report, the patient remains hospitalized.

Manufacturer narrative:
Additional system component being reported for this event: pump/(B)(4). Additional information received indicates that a chest computerized tomography (CT) scan revealed a serpiginous tubular fluid collection extending from the superficial surface of the bivad driveline cables to the para-median skin of the right abdomen. The site reported that the sternal infection had not resolved and the patient continues to be treated with linezolid. The patient's physician reported that the event was unrelated to the hvad devices. Hvad pump (B)(4) were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificates confirmed that the associated devices met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have predisposed the patient to the infection include the patient's past medical history of a cardiac transplantation with ongoing steroid administration and her related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.